Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) noted he was able to perform hematocrit (hct) in-vivo calibration for values greater than the operating range and hct values are not accurate with the blood parameter monitor (bpm). The device was not changed out, as they continued to use this bpm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: with the 1.69 upgrade, the operating range for hct was changed to 17-38 percent. This was changed to meet the accuracy claims for hct. This center does pediatric surgery and at times the hct is at levels of up to 45 percent due to patient cardiac pathology and/or due to hemoconcentration during and after cpb. This user is stating the accuracy of the hct has been affected by the 1.69 upgrade and he has noticed that in some cases the bpm will read four or more hct percent units higher than the laboratory analyzed value. The unit is being gas calibrated and the color-chip test is passing during start-up. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00138, MDR #1828100-2015-00153 and MDR #1828100-2015-00190. Per the ccp, he was seeing inaccuracies with the hct readings. For example, bpm reading 40, but actual hct from the laboratory is reading 35. The ccp states that before the software upgrade, the systems performance was good, but since the software upgrade, it is not accurate any longer. The customer cannot perform the in-vivo recalibration sometimes for hct values that are between 38-45 (the old software allowed him to in-vivo in this range). The ccp is not happy about the changes and would like to have the old software installed on his systems. They perform the gas calibration on each sensor prior to the case.